Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report abnormal receiver behavior on (B)(6) 2015. Patients mother states the receiver screen was not intermittently showing any trend or blood glucose levels. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).